Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette detect error. There was no patient involvement.

Manufacturer narrative:
D9: device received on 1/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed through the event history log but not through testing. However, the probable cause of the reported problem was contamination around the latch/lock and downstream occlusion (dso) sensor area. The dso sensor, seal, bezel, latch/lock and flex sensor were replaced to fix the issue.